Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint was confirmed. The visual inspection noted wear on housing and video connector. The unit required a new type switch and software update to (B)(4). There was no image with 180 scopes due to faulty patient board set. The device was repaired and returned to the customer.

Event description:
The service center was informed that during preparation for use, no image appeared once the video processor was connected. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the user facility reported that the there was no damage or abnormalities noted during inspection. All of the settings including the brightness were working just the image would not come up on the screen. There were no error or warning messages displayed.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The exact root cause of the reported event could not be determined. The legal manufacturer reported that based on the information that no image was displayed on the monitor screen, it was assumed that the problem was caused by the failure of the internal image board (dp) board.